Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the customer was performing a planned, non-emergency procedure, which was completed by transferring the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube was arcing. During troubleshooting, the fse identified issues with the hv cable and the tube. To resolve the issue, the fse cleaned the tube and hv cable, replaced the hv cable, and performed tube conditioning. After that, the system was returned to the customer in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray tube was arcing. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.